Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. (B)(6). Procedure and date: recto-sigmoid resection, (B)(6) 2015. Pre-op diagnosis: sigma carcinoma, no neo-adjuvant therapy. Relevant co-morbidities: renal insufficiency which requires dialysis. The circular stapler was closed on tissue and tissue was evenly placed in the instrument. The orange indicator was in the middle of the green scale. The tissue was slightly edematous. The characteristic cracking noise during firing was detected. There were no anomalies noticed during firing of the device. After removing the instrument is was observed that the anastomosis was partially insufficient. Stapes could only be observed partially in the tissue. These staples show a proper b shape. The anastomosis was performed in double stapling technique. The patient received an ileostoma and was in a reduced general condition.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information requested: what is the current patient status? What was the procedure that the device was used in? What were the indications for surgery? Who fired the device? What is the users experience with the device? What tissue/structure was the device being fired on? What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, audible, tactile feedback)? Where the forces higher or lower than expected in firing the device? Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Was the breakaway washer completely cut through? Where there staples seen in the surgical field? What was the appearance of the staples? Were there two complete tissue donuts? Were all tissue layers present in both donuts when inspected? Where was the leak confirmed in the anastomosis (entire staple line or only a portion of the staple line)? Has the ileostomy been reversed?

Event description:
It was reported that during an unknown procedure, after firing, donut was ok. Checked the anastomosis with braunol and there was a leakage at the anastomosis, temporarily ileostoma., no further information is available. One device was discarded.